Event description:
It was reported that the pump and battery became hot to the touch.

Manufacturer narrative:
There was no reported pt impact as a result of this event. The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and insulin delivery accuracy.